Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated they do not know the cause of issue. Patient got new recharger equipment and said everything is working fine now. Issue resolved. Information confirmed with doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was caller reported, that for probably a month or so, they have noticed, that their implant battery doesn't seem to last as long. Caller stated, that they don't use their stimulation all the time. And only use it if it's necessary. Caller added, that they charged their implant to 100% and didn't turn therapy on. And when, they went to turn the stimulation on 4 days later, the implant battery was down to 40%. Caller noted, that with no usage at all, the battery is draining 50-60% just sitting there, with stimulation off. Pt also, made the comment, that they noticed the issue with implant battery draining occurring after they were sent a replacement controller. Agent sent email to reps and redirected pt to follow up with healthcare provider (hcp) to further address the issue.